Manufacturer narrative:
This report is submitted on 23 february 2021.

Event description:
Per the clinic, the patient reported that the receiver stimulator migrated downward after being constantly bumped by her neck brace and subsequently underwent surgery on (date not reported) to reposition the receiver stimulator back into place. The implanted device remains insitu.